Manufacturer narrative:
Please note that the c703 system is not cleared or approved for use in the united states and is not similar to a device cleared or approved in the united states. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the c703 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lithium on a cobas c 703 analytical unit. The sample initially resulted in a lithium value of 2.43 nmol/l and it repeated as 0.94 nmol/l.